Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
On (B)(6) 2024 a right heart catheterization was performed and a second sensor was successfully implanted. The patient is obtaining physiologically appropriate readings with the new device. The cause of dampening was not identified during the procedure however it was noted that contrast did not flow easily past the original sensor.

Event description:
The sensor transmitted a dampened waveform reading. The physician is currently monitoring the patient and the sensor readings. There were no adverse consequences to the patient.